Manufacturer narrative:
This is one of two device reports related to the same event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced two sudden cardiac events a month apart. The following year the patient experienced three sudden cardiac events approximately two months apart; then approximately three years after the initial onset event, the patient experienced a sixth sudden cardiac event. These events were alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.